Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: a visual inspection of the pump confirmed that the keypad cover was undamaged. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the ok keypad button was also sticking and hyper responsive to button presses. The keypad cover was removed and evidence of contamination was found under all keypad buttons. Additionally, the audio bolus button was unresponsive during testing and a hole was visible on the cover. The cover was removed and the internal contact was found to be misaligned and contamination was present. Unrelated to the complaint, the display screen was dim and discolored. A test screen was installed and displayed normally. Additionally, evaluation revealed a cracked battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. The ok keypad button was reportedly sticking, causing the pump to progress through the bolus menu before an amount could be programmed. Multiple attempts were required for a successful bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).